Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qwh3, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_prog,, product type: programmer, physician. (B)(4).

Event description:
It was reported that since the implant the patient was having a problem where every time they would take the left side up the right side would go down. It was not working and going down to 1.5 every time. The patient would have accidents when they would feel no stimulation sensation. The patient was in program 4 at 1.50 and they increased their stimulation to 1.6 where they could feel stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.